Event description:
It was reported that during a procedure three devices misfired. Another device was used to complete the procedure. There was no pt injury. It was later reported that when the device was fired, the device handle would not release and the jaws of the gun would not open. It was not reported whether the device was forced on pt tissue. Add'l info was requested, but no add'l info was provided. This report is being filed for the third device.

Manufacturer narrative:
Final device investigation found that the device was returned with the connector cut off. Upon eval, the jaw was able to fully open and close, the triggers, switches and levers were easy to operate and the jaws could be locked and unlocked. In addition, the blade was able to actuate and release freely. Electrical testing could not be performed due to the condition of the returned device. The device history record was reviewed and no discrepancies were noted. As the jaws of the device operated as intended upon device eval, no conclusion could be made as to what may have caused the reported event.